Event description:
The customer reported that two separate electrodes (the other electrode is on MFR report # 1717344-2009-00354) were used in a gastric by-pass procedure. In each case the tip emitted smoke and developed a flame at its tip. The generator was set a coag, fulgurate, 35w. There was no injury to pt or staff.

Manufacturer narrative:
(B) (4). (B) (4). The incident sample has been requested but to date has not been received for evaluation. If that sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.